Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an infusion set tubing kinked event on (B)(6) 2025. The blood glucose level was 111 mg/dl and the patient was treated with manual injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.